Event description:
The reporter stated the surgeon used a aq2015a silicone three piece lens. The lens cracked while loading into the cartridge. There was no patient contact. The surgeon said the lens malfunctioned.

Manufacturer narrative:
Method code(s): (process evaluation): device history record review. Result code(s): (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Lens work order search. A visual inspection of the returned product found piece of the lens optic torn off. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).